Event description:
The hospital's physicist called to report a misadministration that occurred january 6, 1999. The problem was that the patient was treated with the wrong date, resulting in a 12.5% underdose. The problem was discovered while reviewing the patient records. The physicist believes that when the date was entered, the hospital staff ignored the warning message that popped up stating "!treatment date differs from system date!" And clicked okay anyway. The patient was being treated for multiple metastases. After undergoing four surgical resections, this was the third treatment with the gamma knife, and the hospital expects to see and treat the patient for new metastases. The doctor has elected not to re-treat the patient to increase the dose of radiation initially given unless the tumor begins to grow. The patient is currently back at work and his condition is reported as satisfactory.